Manufacturer narrative:
A specific root cause could not be identified. As the customer stated they frequently receive hemolyzed samples, preanalytic issue could have caused or contributed to the issue. Patient 1: samples were submitted for investigation and the results of all measured cardiac parameters were negative. The customer troponin t results were confirmed. Testing was also performed with the troponin t hs assay and the negative results were confirmed. The customer's positive troponin I results could not be confirmed. As only 1 aliquot from this patient was hemolytic, hemolysis can be excluded as a root cause for the lower troponin t stat results patient 2: the troponin t result was negative where the istat troponin I result was around the cutoff value. This sample shows lower sensitivity of the troponin t stat 4th gen. Assay compared to the istat and tni (siemens) assay. Patient 3: both the troponin I and troponin t result were around cutoff value. No issue was found with the results. Patient 4: the troponin t and troponin I results were both increased which fits with the diagnosis made for the patient (non st elevation mi). No issue was found with the results. Qc results before and after the event were acceptable and showed no issues. Based on these results, a general reagent issue could be excluded. Further clarification is not possible with available information and measured results.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable negative elecsys troponin t stat assay results for an unknown number of patient samples when compared to troponin I results from a different facility. The customer complained that the troponin I results from the istat and siemens analyzers were considered to be critical and the results for troponin t were considered negative. Data was provided for four patient samples. The customer used cobas 6000 e 601 module serial number (B)(4) for the troponin t testing. Patient 1: the initial troponin t result at 11:15 was 0.02 ng/ml. At 11:31, the troponin I result from the istat analyzer was 0.20 ng/ml. At 13:30, for a new sample the troponin t result was 0.02 ng/ml. At 13:36, the troponin I result from the istat analyzer was 0.22 ng/ml. The patient was sent to another hospital. The troponin I result from a siemens analyzer for a sample drawn at 16:10 was 1.23 ng/ml. The troponin I result from another sample drawn at 22:14 was 6.17 ng/ml. Siemens non-critical range is 0.01 to 0.040 ng/ml. The patient went to the hospital due to chest pain. The chest pain improved after they gave patient nitroglycerin. He had a surgical revascularization. The patient was discharged on (B)(6) 2016. Patient 2: this patient was a (B)(6) male born on (B)(6) 1927. The patient weighed (B)(6). On (B)(6) 2016, the initial troponin t result at 05:40 was <0.01 ng/ml. At 05:54, the troponin I result from the istat analyzer was 0.10 ng/ml. At 08:45, for a new sample the troponin t result was <0.01 ng/ml. The sample from 08:45 was sent to another hospital and tested on a siemens analyzer for troponin I and the result was 0.041 ng/ml. Siemens non-critical range is 0.01 to 0.040 ng/ml. A new sample was drawn at 10:34 and tested for troponin I on the siemens analyzer and the result was 0.12 ng/ml. The patient stated on the day of the event, he woke up and felt like he was dying and was short of breath. His heartrate was 87 beats per minute. The patient had afib and no st elevation. The patient was discharged. Patient 3: this patient was a (B)(6) male born on (B)(6) 1951. The patient weighed (B)(6). On (B)(6) 2016, the troponin I result from the istat at 20:01 was 0.11 ng/ml. The patient was redrawn at 21:07 and the troponin t result was 0.03 ng/ml. The patient went to his primary doctor on (B)(6) 2016 and was then at home. Patient 4: this patient was a (B)(6) male born on (B)(6) 1937. The patient weighed (B)(6). The patient was drawn on (B)(6) 2016 at 10:20 and the troponin t result was 0.02ng/ml. From a new sample drawn at 10:29, the troponin I result from the istat was 0.13 ng/ml. The patient was redrawn at 14:53 and the troponin t result was 0.17 ng/ml. The patient was redrawn at 16:50 and the troponin I result from the istat was 4.02ng/ml. The patient was discharged with non st elevation mi and indications the patient was suffering from "cad." The patient was home. All of the results were reported to medical personnel. No adverse events occurred. The correct treatment was not withheld due to the low troponin t results. The customer stated all patients were treated as if they were having symptoms of and/or having an mci based on the patient presentation of symptoms and elevated troponin I results from the istat and siemens analyzers. The customer repeated other patient samples for troponin t and the results were the same as the initial results. No specific data was provided. The customer refused a service visit and stated they think the troponin t results may be accurate. Quality controls before and after the patient tests indicated no issues. The customer frequently receives hemolyzed samples, but the customer believes there were no interferences present at the time of analysis. Samples with a hemoglobin concentration > 0.1 g/dl may lead to false low troponin t results. This interference is covered in product labeling.